Manufacturer narrative:
D10: 314-23-03 - laser cage glenoid medium, alpha 310-62-38 - stemless humeral head 38mm x 13mm x alpha 300-60-01 - stemless humeral comp laser cage, size 1 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a left tsa, underwent a revision procedure. They were revised due to loosening of implants. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explants are available for return. No device images were obtained. No further information.